Manufacturer narrative:
(B)(4).

Event description:
During an esophagectomy procedure, the needle fell off when toggling the device. The needle fell into the patient cavity was retrieved using graspers. A new reload was used to finish the case. No adverse events have been reported. What is the medtronic notification date of this incident? 07-25-2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled walls surrounding the needle receptacles. Some plastic shearing of the toggle switch was noted. Both of the blades on the tip of the jaw were noted to be bent outward. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).